Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported that the customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 29 mg/dl, and was treated with food. The customer was assisted with troubleshooting. The drive support cap appears normal. During troubleshooting, the customer stated that they were not able to upload to carelink and during the last set change, insulin was dripping from the end of the set. The customer was neither in the emergency room, nor admitted into hospital as a result of blood glucose. Based on customer report customer did allege insulin pump was over delivering. The reservoir and the pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into paradigm pump. Conclusion: reservoir no occluded, not leak and did not continue dripping insulin after test. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.